Event description:
It was reported that the patient was explanted and meningitis caused by otitis media was confirmed during explantation. No complications were observed during implantation surgery. According to the explantation report, no obvious csf leak could be observed and the electrode array was left in the cochlea for later reimplantation. Additional information received on (B)(6) 2015 stated that the patient was discharged from hospital and is in good health condition.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely meningitis reportedly caused by acute otitis media. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. A review of the device history record (DHR) has been performed and everything appears to be within specification. This is a final report. Correction: the patient was explanted on (B)(6) 2015 and not in september 2015 as reported in previous report.

Event description:
The patient suffered from the meningitis caused by otitis media in (B)(6) 2015. According to the feedback received from the surgeon, no complications were observed during implantation surgery. The patient was explanted of the device. According to the explantation report, no obvious csf leak could be observed and the electrode array was left in the cochlea for later re-implantation. Additional information received on may 22, 2015 stated that the patient was discharged from hospital and is in good health condition. The patient has been re-implanted in (B)(6) 2015.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely meningitis reportedly caused by acute otitis media. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. A review of the device history record (DHR) has been performed and everything appears to be within specification. This is a final report.

Event description:
The patient suffered from the meningitis caused by otitis media in (B)(6) 2015. According to the feedback received from the surgeon, no complications were observed during implantation surgery. The patient was explanted of the device. According to the explantation report, no obvious csf leak could be observed and the electrode array was left in the cochlea for later re-implantation. Additional information received on may 22, 2015 stated that the patient was discharged from hospital and is in good health condition. The patient has been re-implanted in (B)(6) 2015.